Event description:
It was reported to boston scientific corporation in 2007 that a bipolar cable was used during a colonoscopy procedure performed the same day. According to the complainant, during the procedure, the generator indicated bipolar setting was on and active, but the gold probe did not work. The procedure was completed with a snare (unknown device). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "stable, fine".

Manufacturer narrative:
This report is in response to the report as submitted by boston scientific, see the uf/importer number. This incident was corrected internally after receipt of the complaint.